Event description:
Patient had removed a standard gastrostomy tube by themselves in 5/2002. Tube type was changed to a low profile g-tube 5 days later, in an attempt to prevent future occurances. The following day, the physician attempted to re-insert the device after checking the stoma depth with a measuring device. The device was properly elongated with the obturator and was lubricated with lidocaine hcl jelly. During placement, the obturator ruptured the device and appeared to rush forward into the stoma. The device was replaced with a similar device. Patient's blood pressure before the insertion was 100, and after was insertion was 90. No tachycardia was present. Patient was conscious and able to speak. Patient complained of abdominal pain after this incident. In 05/2002 the abdominal pain had not improved. CT scan revealed intra-abdominal free air and a small amount of ascites. Leakage of contrast media was noted. Patient was urgently transferred to another hospital. After 2 days the patient expired. The cause of death was sepsis or peritonitis. The physician who placed the device felt the device event could not be excluded as a cause of death, but it was not probable.